Event description:
It was reported that a user experienced loss of dexcom g7 glucose readings on the ilet, with three blank lines appearing where readings should display, and no device alarms occurred; this was assessed as a communication or signal loss between the sensor and the ilet. Symptoms included no reported clinical effects. Outcomes included no impact on health, daily activities, or care utilization. Investigation included review of alarm history and user education on monitoring for signal restoration. Investigation of this case revealed that the ilet did not receive sensor data during the event, consistent with transient signal loss. It was concluded that the event was due to loss of communication between the dexcom g7 sensor system and the ilet, with normal function resuming expected upon signal recovery.